Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not bending the wrist but the wrist became bent and started to roll by itself. The surgeon tried to move the wrist of the sureform 60 stapler from the surgeon side console but was unable to do so accurately. The assistant doctor forcibly removed the instrument. The user completed the procedure using the same instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected sterile adapter. It can be resolved by reseating the sterile adapter to the universal surgical manipulator (usm) and power cycling the system, if necessary.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reseat the sterile adapter. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler movement was not intuitive on arm 4. The technical service engineer (tse) recommended the customer to reseat the sterile adapter on arm 4. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.